Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 405010 and 405014) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The first result from the meter using strip lot 405010-21 was 5.6 inr. The second result from the meter using strip lot 405014-21 was 3.7 inr. The tests were within minutes of each other and the samples were obtained from different fingers on different hands. The patient has a therapeutic range of 2.0 - 3.0 inr. The patient was instructed based on the results to hold their warfarin on (B)(6) 2019 and to resume their normal dose on (B)(6) 2019. The patient was instructed to retest on (B)(6) 2019. The patient's normal dose of warfarin is one 4mg pill every other day and one 6mg pill the remaining days of the week. The patient reported their inr has been fluctuating recently so they have been testing weekly since the last week of (B)(6) 2019.